Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: no button error alarm noted. Pump had no button response due to corroded keypad traces. Unable to verify the a21 alarm due to unresponsive buttons. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.